Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system showed long charge time and charge timeout notification messages after appropriate shock therapy was delivered. These notifications are of normal expectancy as delayed charge times is a well-known behavior of devices that have been in service for several years, according to technical services (ts) assessment. X-rays were performed and a sub-optimal electrode position was observed. Subsequently, the s-ICD and the implantable electrode were explanted and replaced. Ts reviewed the treated episode and found occasional functional undersensing of low amplitude signals following higher signal amplitudes. However, unexpected or concerning sensing behavior of the s-ICD system was not found. Ts stated also the treated episode might have accelerated momentarily the patient ventricular arrhythmia into fibrillation but was subsequently converted with another appropriate shock. These explanted products will not be returned as they worked as intended, according to the health care facility. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system showed long charge time and charge timeout notification messages after appropriate shock therapy was delivered. These notifications are of normal expectancy as delayed charge times is a well-known behavior of devices that have been in service for several years, according to technical services (ts) assessment. X-rays were performed and a sub-optimal electrode position was observed. Subsequently, the s-ICD and the implantable electrode were explanted and replaced. Ts reviewed the treated episode and found occasional functional undersensing of low amplitude signals following higher signal amplitudes. However, unexpected or concerning sensing behavior of the s-ICD system was not found. Ts stated also the treated episode might have accelerated momentarily the patient ventricular arrhythmia into fibrillation but was subsequently converted with another appropriate shock. These explanted products will not be returned as they worked as intended, according to the health care facility. No additional adverse patient effects were reported.